Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high pacing impedance and loss of capture were noted on the bipolar rv lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable.